Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #(B)(4)) found that the device was functionally okay with insignificant anomalies.

Event description:
It was reported the patient was having the battery replaced, and during the procedure it was noted the back side of the implant looked ¿kind of corroded¿ per the manufacturer representative. It was noted the rep had never seen a battery look that way. There was no alleged product issue or action required as a result of the event. No diagnostic or troubleshooting was performed. No patient symptoms or complications were reportedly associated with the event. The device was explanted the day of current report, (B)(6) 2014. The patient¿s status was noted to be alive-no injury. Additional information received reported the reason for replacement was the patient was close to end of service (eos), 8 years old. No malfunctions were noted. The back side of the battery just had a ¿weird look.¿ the patient was seen yesterday, (B)(6) 2014, and she was reportedly doing well. The patient noted ¿it seemed to be working better with the new battery.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# j0101842v, implanted: (B)(6) 2001, product type: lead. Product ID: 3888-28, lot# j0101921v, implanted: (B)(6) 2001, product type: lead. Product ID: 3998, lot# j0527867v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product: type extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.